Event description:
An admiral xtreme pta balloon catheter was used to treat a diffuse lesion in the superficial femoral artery with 70% stenosis. It was reported that a dissection occurred following balloon dilatation. The dissection was treated with deployment of a self-expanding stent. No injury was caused to the patient. No clinical sequelae were reported. Cine image evaluation: cd images show the diffuse, stenotic lesion all along the limb, followed by the insertion of the admiral xtreme balloon and its inflation. The dissection is not visible in the cd images.

Manufacturer narrative:
(B)(4). Results: diffuse lesion with 70% stenosis. Conclusion: diffuse lesion with 70% stenosis.